Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was insulin leak inside the screen display and there was crack near battery compartment. It was reported that there was no leak on barrel was reported. It was reported that there or-ring inside the lip of the reservoir compartment was not missing. No harm was reported by the customer. Troubleshooting was performed. The customer was advised to dry the reservoir compartment. Product is not expected to return for analysis.